Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Not available.

Event description:
Patient rang to inform he had a fall and the exeter stem that was implanted in 2013 had fractured.